Event description:
The following info was reported to arjohuntleigh by the arjohuntleigh service support engineer (sse): on (B)(6) 2012, while giving training to the facility's nurses, the sse found that all of the mattress pressures were set to maximum and the pulsation therapy was off. It was also noted by the sse that cotton sheets had been put on the mattress rather than the recommended gortex cover. The nurse reported that the pt had been on the bed for 3 weeks and had developed pressure ulcers on his heels and sacrum.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh inc. (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.